Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('haemorrhagic periods with pain'), allergy to metals ('chromium/metal allergy'), diplegia ('paralysis of hands at night (tests done)'), liver disorder ('liver problem'), diabetes mellitus ('diabetic adverse reactions'), dysaesthesia ('dysaesthesia'), lower respiratory tract infection ('chest infection (with no antibiotics)'), anosmia ('loss of sense of smell') and muscle spasms ('spasms with hospitalisation') in a 45-year-old female patient who had essure (batch no. Jjpe001-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleeve gastrectomy on (B)(6) 2016, allergy to metals and allergy to chemicals. She had no haemorrhagic periods, bone and muscle pain, fatigue, paralysis of hands, liver problem before essure was placed. Allergic to eyeshadow. On an unknown date, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), diplegia (seriousness criterion medically significant), liver disorder (seriousness criterion medically significant), dysmenorrhoea ("haemorrhagic periods with pain"), bone pain ("bone and muscle pain"), myalgia ("muscle pain"), fatigue ("fatigue"), premature menopause ("early menopause at 45 years of age"), dizziness ("dizziness") and amnesia ("memory loss") and was found to have the first episode of weight increased ("weight gain of 30 kgs"), 1 year after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), disorder hepatic ("hepatic adverse reactions"), dysaesthesia (seriousness criterion medically significant), lower respiratory tract infection (seriousness criterion medically significant), anosmia (seriousness criterion medically significant), muscle spasms (seriousness criterion hospitalization), anaemia ("anemia"), arthralgia ("diffuse joint pain"), asthenia ("asthenia"), hepatic steatosis ("steatosis"), cell death ("cytolysis") and migraine ("migraines") and was found to have blood calcium increased ("elevated calcium") and the second episode of weight increased ("weight gain of 30kg"). The patient was treated with surgery (essure removal and gastric sleeve on 9/08 (nos) to relieve liver). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, allergy to metals, diplegia, liver disorder, dysmenorrhoea, bone pain, myalgia, fatigue, premature menopause, dizziness, amnesia, diabetes mellitus, disorder hepatic, dysaesthesia, lower respiratory tract infection, anosmia, muscle spasms, blood calcium increased, anaemia, arthralgia, asthenia, hepatic steatosis, cell death, migraine and the last episode of weight increased outcome was unknown. The reporter considered allergy to metals, amnesia, anaemia, anosmia, arthralgia, asthenia, blood calcium increased, bone pain, cell death, diabetes mellitus, diplegia, dizziness, dysaesthesia, dysmenorrhoea, fatigue, hepatic steatosis, liver disorder, lower respiratory tract infection, menorrhagia, migraine, muscle spasms, myalgia, premature menopause, the first episode of weight increased, disorder hepatic and the second episode of weight increased to be related to essure. The reporter commented: insertion was difficult because of diffuse bleeding of endometrium; it was possible after a cleaning of cavity - no complication. Inconsistent insertion date was reported ((B)(6) 2010). After one year, I developed a number of health problems. After numerous tests, no exact diagnosis was found. None of the problems were present before placement of essure. The removal was performed at the patient's request, and no follow-up was performed 6 or more months following the essure removal. Lot number jjpe001 is invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-may-2019: quality safety evaluation of product technical complaint. No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-mar-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("haemorrhagic periods with pain"), allergy to metals ("chromium/metal allergy"), diplegia ("paralysis of hands at night (tests done)"), the first episode of liver disorder ("liver problem"), diabetes mellitus ("diabetic adverse reactions"), dysaesthesia ("dysaesthesia"), lower respiratory tract infection ("chest infection (with no antibiotics)"), anosmia ("loss of sense of smell") and muscle spasms ("spasms with hospitalisation") in a 45-year-old female patient who had essure (batch no. Jjpe001) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleeve gastrectomy on (B)(6) 2016, allergy to metals and allergy to chemicals. She had no haemorrhagic periods, bone and muscle pain, fatigue, paralysis of hands, liver problem before essure was placed. Allergic to eye shadow. On an unknown date, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), diplegia (seriousness criterion medically significant), the first episode of liver disorder (seriousness criterion medically significant), dysmenorrhoea ("haemorrhagic periods with pain"), bone pain ("bone and muscle pain"), myalgia ("muscle pain"), fatigue ("fatigue"), premature menopause ("early menopause at 45 years of age"), dizziness ("dizziness") and amnesia ("memory loss") and was found to have the first episode of weight increased ("weight gain of 30 kgs"), 1 year after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), the second episode of liver disorder ("hepatic adverse reactions"), dysaesthesia (seriousness criterion medically significant), lower respiratory tract infection (seriousness criterion medically significant), anosmia (seriousness criterion medically significant), muscle spasms (seriousness criterion hospitalization), anaemia ("anemia"), arthralgia ("diffuse joint pain"), asthenia ("asthenia"), hepatic steatosis ("steatosis"), cell death ("cytolysis") and migraine ("migraines") and was found to have blood calcium increased ("elevated calcium") and the second episode of weight increased ("weight gain of 30kg"). The patient was treated with surgery (essure removal and gastric sleeve on (B)(6) 2017 (nos) to relieve liver). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, allergy to metals, diplegia, dysmenorrhoea, bone pain, myalgia, fatigue, premature menopause, dizziness, amnesia, diabetes mellitus, the last episode of liver disorder, dysaesthesia, lower respiratory tract infection, anosmia, muscle spasms, blood calcium increased, anaemia, arthralgia, asthenia, hepatic steatosis, cell death, migraine and the last episode of weight increased outcome was unknown. The reporter considered allergy to metals, amnesia, anaemia, anosmia, arthralgia, asthenia, blood calcium increased, bone pain, cell death, diabetes mellitus, diplegia, dizziness, dysaesthesia, dysmenorrhoea, fatigue, hepatic steatosis, lower respiratory tract infection, menorrhagia, migraine, muscle spasms, myalgia, premature menopause, the first episode of liver disorder, the first episode of weight increased, the second episode of liver disorder and the second episode of weight increased to be related to essure. The reporter commented: insertion was difficult because of diffuse bleeding of endometrium; it was possible after a cleaning of cavity - no complication. Inconsistent insertion date was reported ((B)(6) 2010). After one year, I developed a number of health problems. After numerous tests, no exact diagnosis was found. None of the problems were present before placement of essure. The removal was performed at the patient's request, and no follow-up was performed 6 or more months following the essure removal. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical history, lot number of essure and event weight gain of 30kg added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was reported via (B)(6) ((B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic periods with pain"), paralysis ("paralysis of hands at night (tests done)") and liver disorder ("liver problem") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no haemorrhagic periods, bone and muscle pain, fatigue, paralysis of hands, liver problem before essure was placed. In 2008, the patient started essure. In 2009, one year after placement, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("haemorrhagic periods with pain"), paralysis (seriousness criterion medically significant), liver disorder (seriousness criterion medically significant), bone pain ("bone and muscle pain"), myalgia ("muscle pain"), fatigue ("fatigue"), premature menopause ("early menopause at (B)(6) of age"), dizziness ("dizziness"), amnesia ("memory loss") and weight increased ("weight gain"). The patient will be treated with surgery (appointment taken with surgeon to remove inserts) and surgery (gastric sleeve on (B)(6) (nos) to relieve liver). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, paralysis, liver disorder, bone pain, myalgia, fatigue, premature menopause, dizziness, amnesia and weight increased outcome was unknown. The reporter provided no causality assessment for menorrhagia, dysmenorrhoea, paralysis, liver disorder, bone pain, myalgia, fatigue, premature menopause, dizziness, amnesia and weight increased with essure. The reporter commented: after one year, I developed a number of health problems. After numerous tests, no exact diagnosis was found. None of the problems were present before placement of essure. Diagnostic results: after numerous tests: no exact diagnosis was found. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented haemorrhagic periods with pain (seen as menorrhagia), paralysis of hands at night and liver problem which had to be treated by gastric sleeve. Appointment taken with surgeon to remove inserts. The reported events are serious due to medical importance. Menorrhagia is anticipated in essure's reference safety information while the other events are unanticipated. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Regarding the events paralysis of hands at night and liver problem, considering essure's mechanical local action in fallopian tubes and pathophysiology of both events, causality can be excluded. This case was regarded as incident since essure removal will be required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-mar-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("haemorrhagic periods with pain"), allergy to metals ("chromium/metal allergy"), diplegia ("paralysis of hands at night (tests done)"), the first episode of liver disorder ("liver problem"), diabetes mellitus ("diabetic adverse reactions"), dysaesthesia ("dysaesthesia"), lower respiratory tract infection ("chest infection (with no antibiotics)"), anosmia ("loss of sense of smell") and muscle spasms ("spasms with hospitalisation") in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no haemorrhagic periods, bone and muscle pain, fatigue, paralysis of hands, liver problem before essure was placed. In 2008, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), diplegia (seriousness criterion medically significant), the first episode of liver disorder (seriousness criterion medically significant), dysmenorrhoea ("haemorrhagic periods with pain"), bone pain ("bone and muscle pain"), myalgia ("muscle pain"), fatigue ("fatigue"), premature menopause ("early menopause at 45 years of age"), dizziness ("dizziness") and amnesia ("memory loss") and was found to have weight increased ("weight gain of 30 kgs"), 1 year after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), diabetes mellitus (seriousness criterion medically significant), the second episode of liver disorder ("hepatic adverse reactions"), dysaesthesia (seriousness criterion medically significant), lower respiratory tract infection (seriousness criterion medically significant), anosmia (seriousness criterion medically significant), muscle spasms (seriousness criterion hospitalization), anaemia ("anemia"), arthralgia ("diffuse joint pain"), asthenia ("asthenia"), hepatic steatosis ("steatosis"), cell death ("cytolysis") and migraine ("migraines") and was found to have blood calcium increased ("elevated calcium"). The patient was treated with surgery (essure removal and gastric sleeve on 9/08 (nos) to relieve liver). Essure was removed on (B)(6)2017. At the time of the report, the menorrhagia, allergy to metals, diplegia, dysmenorrhoea, bone pain, myalgia, fatigue, premature menopause, dizziness, amnesia, weight increased, diabetes mellitus, the last episode of liver disorder, dysaesthesia, lower respiratory tract infection, anosmia, muscle spasms, blood calcium increased, anaemia, arthralgia, asthenia, hepatic steatosis, cell death and migraine outcome was unknown. The reporter considered allergy to metals, amnesia, anaemia, anosmia, arthralgia, asthenia, blood calcium increased, bone pain, cell death, diabetes mellitus, diplegia, dizziness, dysaesthesia, dysmenorrhoea, fatigue, hepatic steatosis, lower respiratory tract infection, menorrhagia, migraine, muscle spasms, myalgia, premature menopause, weight increased, the first episode of liver disorder and the second episode of liver disorder to be related to essure. The reporter commented: inconsistent insertion date was reported (B)(6)2010). After one year, I developed a number of health problems. After numerous tests, no exact diagnosis was found. None of the problems were present before placement of essure. The removal was performed at the patient's request, and no follow-up was performed 6 or more months following the essure removal. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: during a cluster reconciliation, and following confirmation from the local health authorities, this case ((B)(4)) was identified as a duplicate of case ((B)(4)). All case information and source documents from ((B)(4)) has been transferred to this case ((B)(4)). Reporter and patient information was updated. Patient also experienced diabetic adverse reactions, hepatic adverse reactions, dysaesthesia, chest infection (with no antibiotics), loss of sense of smell, spasms with hospitalization, elevated calcium, anemia, diffuse joint pain, asthenia, steatosis, cytolysis, migraines and chromium/metal allergy. The removal was performed at the patient's request, and no follow-up was performed 6 or more months following the essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was reported via (B)(6) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic periods with pain"), diplegia ("paralysis of hands at night (tests done)") and liver disorder ("liver problem") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no haemorrhagic periods, bone and muscle pain, fatigue, paralysis of hands, liver problem before essure was placed. In 2008, the patient had essure inserted. In 2009, 1 year after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), diplegia (seriousness criterion medically significant), liver disorder (seriousness criterion medically significant), dysmenorrhoea ("haemorrhagic periods with pain"), bone pain ("bone and muscle pain"), myalgia ("muscle pain"), fatigue ("fatigue"), premature menopause ("early menopause at (B)(6)"), dizziness ("dizziness"), amnesia ("memory loss") and weight increased ("weight gain"). The patient was treated with surgery (appointment taken with surgeon to remove inserts) and surgery (gastric sleeve on (B)(6) (nos) to relieve liver). Essure treatment was not changed. At the time of the report, the menorrhagia, diplegia, liver disorder, dysmenorrhoea, bone pain, myalgia, fatigue, premature menopause, dizziness, amnesia and weight increased outcome was unknown. The reporter provided no causality assessment for amnesia, bone pain, diplegia, dizziness, dysmenorrhoea, fatigue, liver disorder, menorrhagia, myalgia, premature menopause and weight increased with essure. The reporter commented: after one year, I developed a number of health problems. After numerous tests, no exact diagnosis was found. None of the problems were present before placement of essure. Diagnostic results: after numerous tests: no exact diagnosis was found. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 395 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented haemorrhagic periods with pain (seen as menorrhagia), paralysis of hands at night and liver problem which had to be treated by gastric sleeve. Appointment taken with surgeon to remove inserts. The reported events are serious due to medical importance. Menorrhagia is anticipated in essure's reference safety information while the other events are unanticipated. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Regarding the events paralysis of hands at night and liver problem, considering essure's mechanical local action in fallopian tubes and pathophysiology of both events, causality can be excluded. This case was regarded as incident since essure removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.